Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the right ventricular lead exhibited loss of capture, loss of sensing, and impedance anomaly. Multiple positions were attempted but the same results remained. The lead was not used and replaced. The patient experienced no adverse consequences and was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.